Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a poly swap, the old poly was removed from the tibia tray. It was noted that the posterior portions of the poly were significantly further wore away than the rest of the poly. There was also significant yellowing and chipping.